Event description:
The reported event occurred on an unspecified date and involved a chemoclave® vented vial spike, 20 mm. Visible particles were reportedly released when the spike was inserted into the vial. There was no patient involvement, no adverse event/human harm, and no delay in critical therapy. The therapy was completed, however, the phamacy lost a bottle of endoxan.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
Device was received on 7/31/2025. Investigation summary: received one (1) used. List # 011-ch-70s, chemoclave¿ vented vial spike, 20mm; lot # 14169160. One (1) used. List # unknown, cyclophosphamide 500mg vial; lot # unknown. No visual damages or anomalies were observed. The reported complaint of particles could not be confirmed. The returned sample was tested, and no particles were observed in the vial or the vial spike. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.